Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging light was coming out of data port and the issue was not resolved with troubleshooting.